Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was adjusted and the display adapter printed circuit board was reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would lock up. No pt injury was reported.